Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that approximately five months after a glaucoma filtering shunt was implanted, it was touched to the iris. There is no harm to the patient. The shunt remains implanted.